Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device. This information was received from various sources. All five malfunctions involved patients with no patient consequences. The two patients ranged from (B)(6) years of age, one patient weight is (B)(6) lbs; one is male and one is female. Age, gender and weight of remaining patients were not provided.

Manufacturer narrative:
H10: the lot number for all five malfunctions were provided and a lot history review was performed. The devices for all five malfunctions has not been returned for evaluation, however, medical records for four malfunctions were provided. For one malfunction, the investigation is confirmed for malposition of device. For one malfunction, the investigation is unconfirmed for malposition of device. For the remaining malfunctions, the investigation is inconclusive for malposition of device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfxh2811, gfby2984), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device. This information was received from various sources. All five malfunctions involved patients with no patient consequences. The two patients ranged from 74-77 years of age, two patients weight ranged from 200-234 lbs; two patients were reported as male and one patient was reported as female. All other patient details were not provided.